Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned to the manufacturer for evaluation and the investigation is in progress. A supplemental report will be submitted upon completion of this activity. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported the patient complained that the cannula was stabbing her skin, the cannula had come out. The patient's blood glucose reached 300mg/dl while wearing the pod on her hip/buttocks for between 36 and 48 hours. Treatment included changing the pod, bolusing, and drinking water. The patient's basal had been increased on (B)(6) 2018.

Manufacturer narrative:
The returned device was evaluated and performed as designed. Inspection of the device did not find any issues that would result in the cannula dislodging. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.